Manufacturer narrative:
(B)(4). D10: 650-0871 item name 32mm cocr biomet fem hd -3 nk lot # 3945360. G2: foreign: australia. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent a revision procedure 5 years post implantation due to a dislocation at the site. There is no further information available at the time of this report.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under the MFR number. This report should be voided, and a corrected report will be filed under MFR number (B)(4) ponce.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4;b5;g3;h2;h3. The following section was corrected: h11. Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided, and a corrected report will be filed under MFR number (B)(4) ponce.